Event description:
As reported via the (B)(6), the committee determined that the patient experienced a cva-bilateral minor, ischemic /embolic on the same day of the index procedure. At the time of the index procedure, angiography revealed 80% stenosis to the right proximal internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 9.0 length, arch type ii and mild tortuosity and eccentric. The reference vessel was 5.0 in diameter. A 6 mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was not noted in the filter basket. The patient left the angiography suite with no neurological deficits. Then, the patient experienced sudden neurologic deficit including diplopia with right eye no adduction. Symptoms began post procedure later in the day after he was sent to his room on the floor. An ophthalmology consult was ordered and the patient was not medically treated. It was recommended that the patient wear patch for the right eye to relieve symptoms and continue to aspirin and plavix. The site initially reported the event as an ischemic stroke. The patient recovered fully with no deficits. Per the investigator, the event was related to the index procedure and not related to the cordis product or anticoagulation therapy. Additional information was received from the (B)(6) reporting that the event was determined to be a cva-bilateral minor, ischemic /embolic on and related to the procedure. There was no permanent injury. A brain MRI on (B)(6) 2012 revealed multiple punctuate acute infarcts in the bilateral supratentorial brain and in the right pons. Impression: multiple punctate acute infarctions in the bilateral supratentorial brain and pons. Note: positive for acute infarct and negative for hemorrhage and mass lesion.

Manufacturer narrative:
Per neurology progress notes, on (B)(6) 2012 the patient's symptoms were unchanged, and on (B)(6) 2012, they were reported as resolved. Complaint conclusion: as reported via the (B)(6), the committee determined that the patient experienced a cva-bilateral minor, ischemic /embolic on the same day of the index procedure. At the time of the index procedure, angiography revealed 80% stenosis to the right proximal internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 9.0 length, arch type ii and mild tortuosity and eccentric. The reference vessel was 5.0 in diameter. A 6 mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was not noted in the filter basket. The patient left the angiography suite with no neurological deficits. Then, the patient experienced sudden neurologic deficit including diplopia with right eye no adduction. Symptoms began post procedure later in the day after he was sent to his room on the floor. An ophthalmology consult was ordered and the patient was not medically treated. It was recommended that the patient wear patch for the right eye to relieve symptoms and continue to aspirin and plavix. The site initially reported the event as an ischemic stroke. The patient recovered fully with no deficits. Per the investigator, the event was related to the index procedure and not related to the cordis product or anticoagulation therapy. Additional information was received from the (B)(6) reporting that the event was determined to be a cva-bilateral minor, ischemic /embolic on and related to the procedure. There was no permanent injury. A brain MRI on (B)(6) 2012 revealed multiple punctuate acute infarcts in the bilateral supratentorial brain and in the right pons. Impression: multiple punctate acute infarctions in the bilateral supratentorial brain and pons. Note: positive for acute infarct and negative for hemorrhage and mass lesion. Per neurology progress notes, on (B)(6) 2012 the patient's symptoms were unchanged, and on (B)(6) 2012, they were reported as resolved. Patient's medical history include first-degree relative with premature cad (female 140, or diastolic>90, or requiring medication). High risk criteria: age > 75. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Embolic stroke is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events.